Event description:
On (B)(6) 2012, at (B)(6) for hl-20, rpm 20-320 single roller pump (article number: 70102.8674, serial number: (B)(4)) the customer reported that during a procedure the unit gave a "rpm difference" error (roller pump module) also known as a runaway error, and that the pump stopped. The perfusionist powered down the unit and rebooted position 1 of the hl-20. The pump was continued to be used until a later part of the procedure. The pump module was then switched out. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The device was not returned by the customer for evaluation. (B)(4).